Manufacturer narrative:
Merge technical support advised the customer that the freezing problem occurs from a connection issue between the hemo monitor and the pdm (patient data module). It was noted that the site self-installed a replacement pdm the previous day. Detailed instructions were provided to the customer to check all the various connection cables. Merge technical support attempted to follow up with the customer several times about this issue with no success. On 24mar2017, the customer responded and reported that the site was then experiencing a communication issue between the hemo monitor and the client pc that resulted in a reboot of both units during a procedure. This event will be reported in a future initial report. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required;" and in the faq section, "question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On march 16, 2017, a customer reported to merge healthcare that the hemo monitor froze several times during a procedure and resulted in a reboot during the procedure. This resulted in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The procedure was completed successfully once the hemo monitor was rebooted. (B)(4).